Event description:
It was reported to philips that the system was not turning on. The system was not in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed system does not turn on. Upon troubleshooting fse found that the host pc did not start during the system boot. To resolve the issue, fse switch off the system completely and manually switch on the host pc. After repairs of the system, the system was working as intended. The codes were updated based on the investigation outcome.